Manufacturer narrative:
The device is expected to be returned for evaluation. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the console. The report states that during cardioplegia delivery, the console displayed the error code "excess air in heat exchanger" and the vent line had to be clamped to maintain pressure. There were no reported patient complications resulting from the alleged issue.

Manufacturer narrative:
The device was evaluated and the fluid level sensor was found to be malfunctioning due to broken solder joints. The sensor was replaced and the console was tested and it passed all operational verification tests.